Event description:
It was reported that when the patient presented to the clinic approximately one week post implant of the implantable cardiac monitor (icm), the monitor ws protruding through the incision. The icm was removed and an implantable pulse generator (ipg) system was implanted at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).